Event description:
It was reported patient experienced ineffective stimulation with the scs system. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken at an unknown time wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 5649108.